Manufacturer narrative:
This report is based on information provided by philips authorized service provider and has been investigated by the philips complaint handling team. Based on the information available, the cause of the reported problem was confirmed and traced to the battery failure. Reported problem was solved by customer, after replacing the battery, device was successfully returned to service. The investigation concludes that no further action is required at this time. H3 other text : an authorized service provider evaluated the device.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporter phone and reporting institution phone: (B)(6).

Event description:
It was reported the nurse on duty found that the storage battery failed to pass the self-test of the defibrillator and prompted to replace the battery. The device could only be used after connecting to the power supply. There was no patient involvement.